Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with angina and the procedure was to treat a de novo lesion in the mid diagonal with moderate tortuosity and 80% stenosis. The 2.25x23 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to patient anatomy. There was no interaction of devices. Multiple attempts were made to cross the lesion and the proximal shaft separated into 2 pieces. The sds was simply withdrawn from the patient anatomy without issue. There were no other device/procedural issues noted. The procedure was ended and the patient was ultimately treated with medication. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.